Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited low pacing impedance and noise oversensing causing inappropriate mode switch. Insulation damage was suspected. No interventions were performed. There were no patient consequences.

Event description:
New information received notes that a new instance of low pacing impedance was noted and lead revision was recommended. There were no patient consequences.